Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2352-70, serial: (B)(6), batch: 7085056, upn: m365sc2352700, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) leads had migrated. The patient underwent a scs lead revision and was doing well postoperatively. The device remains implanted and in service.